Manufacturer narrative:
During a repair the getinge field service engineer (fse) damaged two front end board connector pins, he had to replace the back plane pcb because the connector was marred at some of the pin ports and it was bending and breaking the pins. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full event site name is (B)(6).

Event description:
It was reported that during a repair the getinge field service engineer (fse) found that the backplane pcb pin connector was marred and caused damage to the front end boards on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The initial reporter named in block e1 is a getinge employee whose contact details are: telephone number (B)(4), email address (B)(4); which differs from that of the event site.

Event description:
It was reported that during a repair performed by a getinge field service engineer (fse), it was observed that the backplane board pin connector for the cardiosave intra-aortic balloon pump (iabp) was marred. The marring of the backplane board caused damage to the front end boards that the fse was attempting to insert for a previous repair reported under medwatch 2249723-2021-01080. There was no patient involved and no adverse event was reported.

Event description:
N/a.